Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a egd (esophagogastroduodenoscopy) and colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the biopsy sample was obtained with the device and then removed from the scope. As a 4x4 gauze was passed over the jaws, the technician reported feeling a snag from the forceps from the jaws of the device. No visible damage was found but it was believed that a piece of metal was protruding from the jaws. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Event description:
A customer reported he experienced symptoms of cold sweats, dizziness and seizure on (B) (6) 2010 at 8:00 am. The customer also reported he compared a reading of 146 mg/dl he received on his blood glucose meter to a reading of 99 mg/dl obtained on a health care provider meter (unknown), but he could not remember the date and time of the product issue. It is unknown how the reported readings are related to the medical event. Customer service made attempts to contact the customer for clarification, but he could not be reached. At the time of the medical event, it was further reported the customer was treated by a doctor with an injection of glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
(B) (4). Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter's memory. This is a final report.